Event description:
Ous MDR - after an implantation time of 7 days, it was reported that this lead showed no capture during the discharge follow-up. Repositioning the lead was unsuccessful, a new one was therefore implanted. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was subjected to extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. The visual inspection showed that the inner coil between the screw head and the ring electrode was bent. The analysis showed that the cause is likely due to the mechanical load imposed during implantation. Moreover, cuts in the insulation were found, which were likely due to the surgery. During the ongoing analysis, no deviations from the technical specifications were found that could be linked to the clinical complaint. In summary, the inner coil was deformed, which compromised the functioning of the active fixation. There is no indication of a material or manufacturer defect.